Manufacturer narrative:
Na

Event description:
It was reported that when the patient was on a sip tube trying to take a breath from the ventilator, the ventilator was not giving the patient a breath. According to the patient, the ventilator blower was running, was silent, and then "kicked back in" and gave him a breath. No patient harm reported.